Event description:
It was observed during device evaluation, that the gastrointestinal videoscope had foreign material in the instrument channel and the c-cover was burned. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. The most likely cause of the burned c-cover was use of a high-frequency treatment device without maintaining sufficient distance from the tip. The burned c-cover can be detected/prevented by following the instructions for use which state: 3.3 inspection of the endoscope. 4.3 using endotherapy accessories. The foreign material in the scope can be detected/prevented by following the instructions for use which state: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.